Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the rv lead leading to inhibition of inappropriate therapies. There was no visible damage to the lead. Manual manipulation of the lead did not produce lead noise. Patient was asymptomatic. Physician elected to cap the lead on (B)(6) 2018 and replaced with a new high voltage lead. Patient was stable post procedure and will continue to be monitored.